Manufacturer narrative:
Per the perfusionist, the flow probe had been used without issue before. Troubleshooting included: cleaning tubing with alcohol wipe, moving the flow sensor to different parts of the tubing, unplugging and replugging in the device, trying a different blood parameter monitor, and a different flow module. All methods were unsuccessful in resolving the issue.

Event description:
It was reported that during a cardiopulmonary bypass (cpb) procedure, the 3/8-inch flow sensor fluctuated between reading dashes, reading '0.00', and reading flows lower or higher than the actual flow. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, no delay, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.